Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of noise was observed on the rate/sense portion of this right ventricular (rv) channel which led to the delivery of inappropriate anti-tachycardia pacing. Multiple low out of range pacing impedance measurements of less than 200 ohms have also been observed. Surgical intervention was performed and the rv lead was explanted and replaced. The device continues to remain implanted and in service. No additional adverse patient effects were reported.